Event description:
The device has been sent in for a preventative maintenance check. During testing by zoll's tech svc dept, the device's pacer potentiometers were out, found to be set out of specified tolerances. There was no pt involvement in the reported failure.